Manufacturer narrative:
The insulin pump was received with lcd bleeding due to cracked on lcd glass. The insulin pump was unable to perform the functional testing to verify the motor error alarm and excessive no delivery alarm due to lcd damage. However, the motor was test outside of the device and passed the motor tests. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 405 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother performed displacement test and self test. The customer's mother stated that the insulin pump passed both displacement test and self test. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.